Event description:
The patient was found oversedated and experienced respiratory arrest. The pt was admitted to the hospital and was put on a ventilator. The managing hcp was unable to see the pt in the hosp as he did not have privileges at that facility. His partner saw the pt and he instructed him to decrease the pump rate to minimum. At last update, the managing hcp reported the pt was fine, but was still in the hosp. The pump was used to deliver morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.